Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (236-349 mg/dl). The customer alleged that the pump was not intermittently not working properly. System check with tandem technical support (cts) indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer was using cartridges with humalog insulin for 3 days at a time. Cts educated the customer on insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.